Manufacturer narrative:
No button response due to flattened esc button dome switch. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, deep scratches on lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was not performed. The device was returned for analysis.